Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060101. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital because of an episode of loss of consciousness and subsequently experienced dizziness in the hospital. The patient was in a room full of possible sources of interference and the hospital previously had problems due to these interferences. The patient is pacemaker dependent and no abnormalities were found upon device interrogation. It was also mentioned that the patient had similar symptomatology a few years ago and it had been attributed to neurological reasons. The patient performed provocative maneuvers and some small noise was found. The noise inhibited pacing and caused a few seconds of asystole, so the device was programmed to voo mode. The physicians then decided to surgically abandon the right ventricular (rv) lead and to explant this implantable pacemaker. A new pacemaker system was implanted as replacement. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital because of an episode of loss of consciousness and subsequently experienced dizziness in the hospital. The patient was in a room full of possible sources of interference and the hospital previously had problems due to these interferences. The patient is pacemaker dependent and no abnormalities were found upon device interrogation. It was also mentioned that the patient had similar symptomatology a few years ago and it had been attributed to neurological reasons. The patient performed provocative maneuvers and some small noise was found. The noise inhibited pacing, so the device was programmed to voo mode. The physicians then decided to surgically abandon the right ventricular (rv) lead and to explant this implantable pacemaker. A new pacemaker system was implanted as replacement. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was disposed.